Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: red particles, around 0-25% of the shell is missing, fold creases, stress marks, broken shell with sharp edge in the same location of crease assessed as fold flaw opening and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening and a missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture, breast pain, uncomfortable" and "back pain." Device remains implanted.